Event description:
Bayer case number: (B)(4) chronic pain [pelvic pain female] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: gynecologist considers it "unlikely" that choice will be a success. He refers to an earlier attempt to close the fallopian tubes using coils, which led to chronic pain, causing women to file damage claims against the manufacturer, and resulting in the product being withdrawn from the market. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: gynecologist considers it "unlikely" that choice will be a success. He refers to an earlier attempt to close the fallopian tubes using coils, which led to chronic pain, causing women to file damage claims against the manufacturer, and resulting in the product being withdrawn from the market. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2025: quality safety evaluation of ptc. 04-jun-2025: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.